Event description:
Note: this report pertains to one of two cre pro wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat achalasia performed on (B)(6) 2025. During the procedure, a hole was noted in the balloon during an inflation attempt. A second cre pro wireguided dilatation balloon was attempted to be used but also had a hole during inflation. The procedure was completed with a third cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.